Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was recieved at ww headquarters. As per the information from the device explantation report form, the patient heard only cracking and humming. The external device was exchanged without any change in the situation.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient was seen at the clinic as he was only able to hear loud noises and was experiencing paresthesia when using the device. During in-situ testing the patient was also experiencing these non-auditory sensations. The patient was re-implanted and is doing well with the new device.